Event description:
Received unit for repair in 2009. Customer stated on return information form that after an interferential e-stim treatment, with hot pack, they removed the patch and saw a burned area. On 6/17/2009 - I spoke to the therapist conducting the treatment, and she told me that she was using mettler w/non mettler gel pads, a moist hot pack and towels (per her pt's instructions) on a pt with lower disc problems and some numbness down left leg, when the pt complained of heat. Therapist put more towels on and pt stated "improved". Upon completion of treatment and removal of patch, a burn area was noted on left lower back. Pt sought treatment at ER, for a 2nd degree burn (2 cm x 1.75 cm) and was given silvadene. Five days later, mettler received the electrodes that were used on the pt - they were not mettler electrodes (axelgaard electrodes). The electrodes were in good condition and had no appearance of charring or bubbling, which is normally seen with burns.

Manufacturer narrative:
Per mettler instruction manual, - operating instructions, (4.1. A note about electrodes) item #4 states - do not use moist hot packs to secure electrodes. Per mettler instruction manual section 4 (4.2 general operating instructions) item b states - use mettler electronics electrodes to ensure safe and effective operation. Also, on the front cover of the instruction manual is a bright red sticker that states - use mettler electronics electrodes to ensure safe and effective operation.